Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer¿s blood glucose (bg) level was 137 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy. In addition, the customer reportedly went to the ER to obtain supplies for backup insulin therapy; the ER visit was unrelated to their bg and no treatment was administered.